Event description:
Doctor initially reported in 2005 that several files were "wobblings" and were "warped" (an event which would not be reportable). Upon receipt of the returned product 10 days later, it was discovered that a file had separated. As of this report the separated piece had not been retrieved.